Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Continuation of medical products: 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to high rate non-sustained episodes and sensing integrity counter (sic). Review of the performance data found oversensing which appeared to be t-wave oversensing (twos). It was noted the physician's office was notified that the patient was in the emergency room for dehydration and diverticulitis at the time of the lia and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.